Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 21-feb-2018, a field service engineer (fse) powered on the aia-900 instrument and upon start-up received 4271 incubator home detect error message. The fse moved the incubator flag to home position and proceeded to do an "all set home", but the error persisted. The fse suspected a bad stepper motor incubator table. A new stepper motor incubator table was ordered for the customer. On 22-feb-2018, the fse replaced the stepper motor incubator table, checked and adjusted position alignment and ran "transfer cup" tests with no errors. The fse then ran several patient samples and quality controls without any issues. The aia-900 instrument was operating as intended. No further action was required by the fse. A 13-month complaint history review and service history review for serial number (B)(4)for similar complaints was conducted from 16-jan-2017 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 flags and error messages, states the following: 12.2 error messages and corrective action if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 4271 incubator home detect error cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. 4275 incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to a faulty stepper motor incubator table.

Event description:
On (B)(6) 2018, a customer reported receiving 4271 incubator home detect and 4275 incubator slipping detected error messages with the aia-2000 instrument. The customer tried to do an "all set home", but the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.